Event description:
This event is being reported as part of "a (B)(4) study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction". It was reported 'subject received integra, with negative pressure wound therapy (npwt) and placement of lower leg plaster splint, on (B)(6) 2012. The subject's wound, which was on the right dorsal foot/lower leg, had a surgical, ischemic, diabetic neuropathic ulcer, and infectious - etiology. The wound's approximate measurement was undocumented, but it's depth was to the tendon. On (B)(6) 2012, the subject was readmitted for a scheduled secondary procedure on the target wound. A split thickness skin graft was applied with negative pressure wound therapy and placement of left lower splint. On (B)(6) 2012, the subject had an adverse event of "other reason related to the target wound." This was described as amputation of the target foot due to unsuccessful conservative treatment. This event was documented as severe in severity and probably related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was the subject was admitted on (B)(6) 2012 and underwent a below knee amputation on (B)(6) 2014. This event was deemed resolved on (B)(6) 2012 when the subject was discharged. There are no additional follow-up visits available. Of note, prior to the amputation, the subject had several other aes. These were all unrelated to integra. They included: epistaxis; constipation; staphylococcus aureus bacteremia, acute delirium and non st elevation myocardial infarction and urinary tract infection found to be caused by vancomycin resistant enterococcus; fever and admission to hospital due to a history of falls.' Additional information was requested by integra including product ID and lot number. Additional information was received on 09/15/2014. The study site did not find the lot numbers for this subject.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.